Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was instructed to call back if the issue recurs, which it did not. Customer acknowledged and understood the guidance provided.